Event description:
An ipp device was implanted on 8/10/83. Connectors were revised on 11/26/85. The cylinders and pump were revised on 8/27/90. The reservoir was revised on 10/8/90. The pump and cylinders were removed from the pt on 5/20/97 due to fluid loss-cylinder. A malleable device was implanted.